Event description:
It was reported the parkinson¿s disease patient underwent an ECG on the day of report. When the patient got home following the exam, ¿the patient¿s limbs became rigid suddenly and she suspected the implantable neurostimulators (inss) were turned off.¿ no troubleshooting of the patient¿s inss had been performed at the time of report and the patient did not have their programmer on hand at the time of report. There were no patient interventions or outcome reported. Additional information was requested, but remained unavailable at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).